Event description:
The manufacturer received information alleging a ventilator failed test steps during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-24811. This report was submitted as a duplicate report of the previously submitted report.